Manufacturer narrative:
MFR ref no.: (B)(4). The device was received and evaluated by baxter. The reported symptom of "door close error" was confirmed. The evaluation experienced a constant "close door" message caused by a failed lower auxiliary flex. The lower auxiliary flex was replaced.

Event description:
It was reported that a pump displayed close door errors. It was also reported that there was no pt incident.